Manufacturer narrative:
One bivona 9.0 tts adult tracheostomy tube was returned for analysis. Using leak test procedure, 15cc of air was applied to the device and a leak was detected on the pilot balloon. Using magnification while stretching the pilot balloon a cut/hole was also found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that after two months of use, leakage occurred from the pilot balloon of the bivona tracheostomy tube. The trach was swapped for another bivona tube, after which there were no further issues. No further complications were reported in connection with this incident.